Manufacturer narrative:
It was reported a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch® sf uni-directional navigation catheters that experienced noise on all ECG signals. It was reported by the caller, the bwi representative, that there was noise on all ECG signals, both bs + ic on both the carto 3 system and the recording system. The cable was replaced without resolution. The catheter was replaced and the issue was still there. The cable was again replaced but the issue continued to be there. The catheter was replaced once again and the issue was resolved and the case continued. It was reported the physician did not have any intact ECG signal to monitor the patients heart rhythm. The issue occurred while in the body when these ablation catheters were connected. There was no patient consequence reported. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed that the base of the pins on the connector had greenish-white material. An electrical test was performed, the results were found within the specifications; however, there was current leakage observed in all the electrodes. Additionally, since the device presented corrosion in the connector, a flow test was performed, and no leakage was found. The corrosion observed could be related to the current leakage issue and the electrical error reported on the event. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 20-feb-203. The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-(B)(4) has two reports: MFR # 2029046-2023-00366 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2023-00367 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch® sf uni-directional navigation catheters that experienced noise on all ECG signals. It was reported by the caller, the bwi representative, that there was noise on all ECG signals, both bs + ic on both the carto 3 system and the recording system. The cable was replaced without resolution. The catheter was replaced and the issue was still there. The cable was again replaced but the issue continued to be there. The catheter was replaced once again and the issue was resolved and the case continued. It was reported the physician did not have any intact ECG signal to monitor the patients heart rhythm. The issue occurred while in the body when these ablation catheters were connected. There was no patient consequence reported.